Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone number: (B)(6). (B)(4). Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. The complaint device was discarded at the hospital.   Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. At final inspection all products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed which adequately includes instructions on contrast sensitivity, possible visual effects and visual disturbance.   The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. No product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient was not satisfied with their visual outcome after implantation of a zmb00 intraocular lens (iol). The iol was subsequently explanted. The doctor assumed waxy vision (blurry vision) in this case. The lens was replaced with a pcb00v 21.5 diopter iol. Patient outcome at the time of this report is unknown. No additional information was provided.

Manufacturer narrative:
The zmb00 intraocular lens (iol) was replaced with a zcb00v iol. This is a correction to initial report that stated that the zmb00 lens was replaced with a pcb00v 21.5 diopter iol. Additional information was received with following: visual acuity was provided as follows - pre-operation: 0.3 diopter (20/65), 1st postoperative date: 0.6 diopter (20/35), 1 month postoperative date: 0.4 diopter (20/50), after implantation of a zcb00v lens: 0.7 diopter (20/28). Patient age/date of birth: (B)(6). Gender/sex: female. Other relevant history, including preexisting medical conditions: suspicion of age-related macular degeneration. If implanted, give date : (B)(6) 2016.